Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via phone call high blood glucose levels and no delivery alarms. Customer's blood glucose level was over 600 mg/dl. Customer advised they changed out their infusion set five times and continue to receive a no delivery alarm during the prime process. Customer advised they have treated their blood glucose via manual injections. Customer was advised that most no delivery alarms that occur during the prime process are a result of a bad connection between the reservoir and infusion set. Customer advised they have (B)(4) boxes of infusion sets and believe they are all faulty, however they do not want them exchanged.